Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and replaced the buffer valves which resolved the issue. The cause of failure was identified as the buffer valves. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter identifier is case (B)(4).

Event description:
The customer reported the au480 clinical chemistry analyzer generated erroneously low na patient results. The customer did not provide patient data or demographics, and the number of affected patient samples is unknown. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.